Event description:
Allegedly the following occurred: "the 21 eea stapler was passed transabdominally, deployed into the distal roux limb, deployed, mated and a gastrojejunostomy fashioned. However, on firing of the stapler, the staples were not laid down and only the cutting action of the stapler occurred. This created a doughnut hole, both in the gastric pouch and in the roux limb." Another device of the same kind was used. No injury. Patient history: morbid obesity.

Manufacturer narrative:
During a routine review of our complaints, this ftr was re-evaluated and initially reported as a malfunction. Because the information in the event description is insufficient to support a conclusion that a device related adverse event did not occur, the complaint will be re-coded as a serious injury and reported to the FDA.